Event description:
Procedure performed: sleeve gastrectomy. Event description: the applier didn't apply clips (the first didnt work) so I changed the instrument. Additional information received from applied medical representative via email on 12dec23: the trigger could not be moved as normal, it got stuck. A clip did not seat properly into the jaws. Additional information received from [name] engineer 1 via email on 25apr2024: during testing on 19apr2024, the first actuation of the event unit resulted in a dry fire. Patient status: no clinical impact to the patient intervention: the applier didn't apply clips (the first didnt work) so I changed the instrument.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: sleeve gastrectomy. Event description: the applier didn't apply clips (the first didnt work) so I changed the instrument. Additional information received from applied medical representative via email on 12dec23: the trigger could not be moved as normal, it got stuck. A clip did not seat properly into the jaws. Additional information received from [name] engineer 1 via email on 25apr2024: during testing on (B)(6) 2024, the first actuation of the event unit resulted in a dry fire. Patient status: no clinical impact to the patient intervention: the applier didn't apply clips (the first didnt work) so I changed the instrument.